Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy and required no third-party assistance. Technical support instructed the customer through a series of actions to attempt resolving the alarm, ultimately deciding to replace the pump as the issue persisted. Reportedly, the customer reverted to an alternate method insulin therapy.